Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8h208y. Data was evaluated and the allegation was confirmed for transmitter ID 8k4qhx. The probable cause could not be determined post investigation. No injury or medical intervention was reported.